Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation/rash under the front and back therapy electrode pads and also on his right side under the circle electrode. The patient's daughter who is a nurse advised him to purchase an ointment for the skin irritation. Follow-up indicated that the rash improved.